Event description:
It was reported, that during a da vinci-assisted surgical procedure. Engagement issues on arm 3 were noted. The staff was already converting to laparoscopic surgery, when they called in after trying to reseat the instruments, and sterile adapter on arm 3 with no change. Onsite logs show error 31088 on arm 3. The technical support engineer (tse) instructed the staff to reseat the sterile adapter and spin all 5 dials on the sterile aadapter, while it was on the arm. But they had already converted the procedure at that point. The staff proceeded with the case laparoscopically. The procedure was completed with no delay. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse replaced the universal surgical manipulator (usm) to resolve the error 31088 on usm 3. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint, and completed the device evaluation. Failure analysis (fa) investigation of the returned usm confirmed, the customer reported complaint. The unit was returned for failure analysis and the reported problem (error 31088) could not be replicated. However, the error logs/system logs showed, that there were various 31088 errors on the carriage radio frequency identifier (rfid). There was a complete inspection of the carriage along with the axes controller, carriage logic (accl), axes controller, carriage rfid (radio frequency identifier) (accr), and the flat flex cable (ffc) connections with no issues found. The unit was test on an in-house system and passed normal mode. The unit went through mode testing on a patient side cart (psc), fixture test platform (pftp) and passed all required tests. The accr and accl boards were replaced as a precaution to the reported problem. The complaint that the customer experienced engagement issues on arm 3 was confirmed, based on the error log. Which indicated, that the device did contribute to the customer reported issue. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.